Manufacturer narrative:
The device was returned for the one complaint. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061201c. Vascular stent system allegedly broke, detachment of device and difficult to remove. This information was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061201c. Vascular stent system allegedly broke, detachment of device and difficult to remove. This information was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for break. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: h6(results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.